Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned for investigation, therefore the reported "air detection" alarm cannot be confirmed. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The ri-2 has an air detector that detects air in the line. If air is detected, the valve wand is closed immediately to prevent air into the patient. Pumping and heating stop, an alarm sounds, and the following message is displayed on screen: "air detection. Open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door." The operator's manual also provides possible conditions and additional recommended operator actions. Without the ability to investigate the device, a root cause of the reported alarm cannot be established. It was reported that there was no injury to the patient. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
The anesthesia technician manager at the hospital reported the rapid infuser, ri-2 exhibited an air detector fault message when the unit was used in a procedure. The unit infused to 260ml before the air detector fault message displayed. Patient was involved but not injured.